Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient that had an intraocular lens (iol) implant procedure approximately six years ago by another surgeon, but was referred to him for a yag capsulotomy, the iol was observed to be opacified. The patient's vision was stable at 20/25-. A retinal specialist also agreed with the observation and reported there was no evidence of infection with p acnes. Additional information was requested.